Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working, and she was under the impression that her insurance company would no work with medtronic to get her a new device. She declined troubleshooting, but was given the proper number to call about a replacement. No equipment was returned. No additional information was reported.